Event description:
Pt's device suddenly became hot to the touch. No errors were generated by the device. Pt has also experienced high blood glucose levels (300 mg/dl) for the past couple of days. Pt has been symptomatic for high blood glucose and has had a headache. When the pt discovered that their device was hot, they immediately switched to their back-up device. Pt self-treated high blood glucose by bolusing insulin.